Event description:
During laproscopic tubal ligation and cysts removal on ovaries, irrigation trumpet valve stuck. Fluid built up in cavity quicker than could be suctioned out resulting in impaired visibility. Surgeon felt malfunction of device was a major factor in his decision to remove the ovary.